Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: "(B)(6)- fluid leak."

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2020. D4. Medical device lot #: 20063012. D4. Medical device expiration date: 12-jun-2023. H4. Device manufacture date: 28-may-2020.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20063012 was performed. The search showed that a total of (B)(4) lot number were built on 12jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: "(B)(6) - fluid leak.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: "a050401 - fluid leak."